Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the sensor was not providing readings on the non-tandem continuous glucose monitoring system. Subsequently, the customer experienced elevated blood glucose of 627 mg/dl with beginning of life threatening ketone level. Customer was taken to the emergency room, received blood work, and insulin drips. The customer was then admitted to the hospital and was treated with intravenous insulin drip, blood work and urine test were performed. The customer was discharged 3 days later with no permanent damage.

Manufacturer narrative:
Initial inadvertently filed: this issue was filed in MFR: 3013756811-2019-71784.